Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination revealed dried blood in the inner coil at the connector region, consistent with the reported event.

Event description:
During implant, a red object was observed inside the lead between electrodes 3 and 4. All electrical measurements were in range; however, the lead was replaced for a new one. The patient was stable.